Manufacturer narrative:
A field service engineer (fse) was dispatched for this event on (B)(4) 2011. The fse documented that he could not reproduce the problem described in this complaint. The fse verified hardware operation during several runs without incident. Qc was within specifications. The leak appeared to be coming from under the needle bellows was verified and bellows was draining fine with no visible leaking. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Root cause for the leak is unknown. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and reported there was a leak of blood dripping from under the coulter lh 750 hematology analyzer. The laboratory technicians were wearing lab coats and gloves without face protection. There was no exposure to mucous membrane or open wounds. Medical attention was not sought. The material safety data sheet (msds) did not need to be reviewed. There is a risk management/exposure control plan in place. There were no patient results affected and there were no erroneous results reported out of the laboratory. There was no death, injury or change to patient treatment attributed or associated to this complaint.